Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that a 10mm tibial nail was intended to be implanted. The surgeon reamed the tibia to 11.5mm and was unable to insert the nail as the fit was too tight. The surgeon used a 9.3mm nail to complete the procedure, which was also noted as being very tight to insert.